Event description:
Reporter indicated that pt was scheduled for vns explant due to recurent staph infection. Further follow-up revealed that the infection was present at both the pulse generator/pocket and bipolar lead/cervical areas. The pt's infection was treated with antibiotics and explant of the ncp system. The infection has reportedly resolved, but re-implant is not scheduled at this time.